Manufacturer narrative:
Per medical review - reportedly, intraoperative lens exchange was performed to address damage of the single-piece collamer lens noted upon insertion. Incision was enlarged for lens removal and another lens of a same model was successfully implanted. Sutures were placed. According to the report by a nurse, dated on (B)(6) 2014, the event was attributed to the device ("defective lens"). No reported postoperative sequelae. Based on the complaint history, work order search, product evaluation, device history record review, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method - (process evaluation): device history record review. Results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was likely to have contributed to the complaint. Conclusion -(unable to confirm complaint): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the surgeon noted the +25.5 diopter cc4204a collamer single piece lens was torn after insertion. The incision was widening, the lens was removed and sutures closed the would after another same model lens was implanted. The surgeon deemed the lens defective.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - enlargement of incision; sutures; torn material. Evaluation method: lens work order search. Results: visual inspection of the returned product showed a tear across the optic and into the haptic . A parent child lens work order search revealed there were no similar complaints found within the work order. Conclusion: (unable to confirm). Based on the complaint history, lens work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).